Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+ with a prolapsed posterior leaflet. One clip was deployed, however, approximately five minutes later the position of the clip was observed to have migrated on the posterior leaflet. The procedure was discontinued and mr was reduced to grade 3+.

Manufacturer narrative:
All available information was investigated, and the reported migration (partial clip movement) could not be replicated in a testing environment as it was related to patient conditions. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information reviewed, the reported migration associated with partial clip movement appears to be related patient conditions (patient's large flail area and strong leaflet activity). There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+ with a prolapsed posterior leaflet. One clip was deployed, however, approximately five minutes later the position of the clip was observed to have migrated on the posterior leaflet. The procedure was discontinued and mr was reduced to grade 3+.